Event description:
The customer reported that they inadvertently pressed the emergency stop button on the mainframe and upon reboot, the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cmos battery. The system operates as intended.